Manufacturer narrative:
Pump error 37 alarm during the rewind test due to moisture damage motor assembly. Unable to perform the self test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 37 alarm.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piston did not returned upon changing reservoir. The piston stays at the same level, customer did not hear nor feel the motor when doing displacement test. The customer stated that replacement test was failed, test cannula failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.